Manufacturer narrative:
Batch review performed on 23 october 2017. Lot 142368: (B)(4) items manufactured and released on 17 july 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the stem potted. The surgeon revised the stem, head and liner. The surgery was completed successfully.